Event description:
It was reported to philips that the system did not start up correctly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited the site after the system failed to start up correctly. The fse identified that the sib (system interface box) unit was non-functional, which was preventing the system from starting. The fse replaced the defective sib unit with a functioning one. The defective sib box was sent back to philips for analysis. It was determined that the failure of the power supply caused the sib box to lose its main functionality. After replacing the sib unit, the system was restored to good working order and returned to operational use. The codes were updated based on the investigation outcome.